Manufacturer narrative:
An event of mitral regurgitation was reported after a failed mitral valve repair using this ring. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a patient with a degenerative mitral valve was treated with a 28mm sjm rigid saddle ring. On (B)(6) 2018, an echo showed mild to moderate mitral regurgitation with a lvef of 50%. On (B)(6) 2018, the ring was explanted and a 27mm sjm masters series mechanical mitral heart valve was implanted. The ring was discarded by the hospital and not made available for return. The patient is reported to be stable.